Event description:
Alleged when he pushes the knee down function, the bed goes up and the knee goes down. Sometimes when the head up or down function is used, the hi/low function will go up and down.

Manufacturer narrative:
The facility has not completed repairs.